Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure in order to treat uterine prolapse, pelvic relaxation syndrome and stress urinary incontinence on (B)(6) 2005 and a mesh was implanted. The patient underwent the concurrent procedure of a vaginal hysterectomy during mesh implantation. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy; due to uterine prolapse, pelvic relaxation syndrome and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.